Manufacturer narrative:
(B)(4). Approximate age of device - 8 days. There were no device-related issues identified through the evaluation of the returned lvad pump and a correlation to the reported event could not conclusively be established through the evaluation. The pump was returned assembled with the driveline intact. The outflow graft and the outflow graft bend relief were not returned. Examination of the sealed inflow conduit and outflow elbow upon disassembly of the device revealed depositions of denatured, fixed blood. The hard, grainy texture of these depositions suggested that the explanted pump may have been treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehype) before being returned for evaluation. Further evaluation revealed similar depositions of denatured, fixed blood throughout the pump. Although a root cause for the presence of the observed depositions could not conclusively be determined through this evaluation, the account reported that the patient expired due to aspiration leading to sepsis that was unrelated to the pump, and that the ldh levels were related to the sepsis. The observed depositions lacked laminated layering suggesting that they resulted from poor surface washing due to the interruption in flow that is associated with the termination of support. Additionally, the absence of contact marks on any of the pump¿s surfaces further indicates that these depositions resulted from the preservation of the pump with a fixative agent at explant and that they were not present while the pump was supporting the patient. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was diagnosed with failure to thrive post-implant. The patient aspirated and shortly thereafter became septic with critically elevated lactate dehydrogenase levels due to sepsis. The patient expired on (B)(6) 2016. The patient's clinicians reported that the reported death was due to aspiration leading to sepsis and was unrelated to the lvad pump. There were no reported issues with the lvad function. Upon analysis of the returned device, depositions were noted.